Manufacturer narrative:
Donor information is unavailable, there was also no indication of harm to the donor. Haemonetics is reporting as a precautionary measure due to the particulate was alleged to pass the filter, as the filter is a mitigation to prevent particulates. The investigation and identification malfunction has occurred is pending.

Event description:
On (B)(6), 2021 haemonetics was notified of particles detected in the donor tubing which occurred during the removal/disassembly of the disposables in (B)(6), utilizing a plasma harness set.

Manufacturer narrative:
Based on the process and preserved sample review, there was no abnormality observed that may have resulted in this defect. Furthermore, based on sample received, no foreign particles were observed after filtering the liquid used for decontamination. Hence, haemonetics suspects that the foreign particle is dried blood (protein) and unlikely caused by the manufacturing process.